Event description:
It was reported that the right atrial lead was implanted with good thresholds. The next day the patient had high impedance, and x-ray confirmed the lead had moved. The physician attempted to reposition the lead, but was unable to. The lead was explanted, and a new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an retracted position. Visual inspection found dried blood around the helix. Helix mechanism testing was not performed due to dried blood in the tip area, which would inhibit helix function. The lead tip and helix appears intact. Resistance testing with manipulation were passed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgement. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices.

Event description:
It was reported that the right atrial lead was implanted with good thresholds. The next day the patient had high impedance, and x-ray confirmed the lead had moved. The physician attempted to reposition the lead, but was unable to. The lead was explanted, and a new lead implanted. No adverse patient effects were reported. The device has been received, pending analysis.